Manufacturer narrative:
Follow-up #1: date of submission 8/4/16 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings:. Review of the black box data shows multiple unexplained power on reset on date of complaint (B)(6) 2016. Power rebooting was not duplicated at time of investigation. Pump was run on a 24 hour basal program using test cap with no intermittent power/reboot occurrences. Battery cap was not returned w/ pump. Visible rust/corrosion inside battery compartment. Leak test performed; failed due to battery compartment leak. Pump opened; no further evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.